Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter full phone: (B)(6).

Event description:
The reported complaint involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the upper part of the plum set was broken. No further information is available for this complaint. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The following was received from the customer for complaint investigation: -one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13591617 a photo was provided by the customer showing the sample in a plastic bag. No damages or anomalies noted. As received, the returned device's tubing was cut. The edges of the cut tubing were pinched, typical of a cutting instrument. The perforated edge of the packaging was not used and a cut was also observed in the packaging. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the cut tubing is a sharp object. It is unknown how, when, or where the cut occurred, however, it would have been outside of ICU medical possession. The lot production history records were reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Date returned to mfg: 20oct2023.